Manufacturer narrative:
A device history record (DHR) review was conducted: visual inspection: the complaint device, depth gauge for 2.0/2.4mm screws-70mm (product code: sd319.002, lot number: h189350) was returned to cq (B)(4) for investigation. The depth gauge needle was found bent during visual inspection. The device had scratches all over the surface which are consistent with usage. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Conclusion: the device needle was bent and damaged, hence the complaint on the device could be confirmed. A definitive root cause was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot - no ncrs were generated during production. Device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the depth gauge was found defective. This report is for one (1) depth gauge for 2.0/2.4mm screws-70mm. This is report 1 of 1 for complaint (B)(4).